Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised forced sensor system and excessive no delivery test or verify low battery alert due to blank display. (B)(4).

Event description:
It was reported that the insulin pump was experiencing fast depletion of the battery since past ten days. The customer's blood glucose level was unknown. They reported that the battery cap was clean for moisture and also replaced with new one still the problem was persistent and the battery did not last more than 2 to 3 days. The insulin pump will be returned for analysis.